Event description:
It was reported to boston scientific corporation that during a polaris ultra ureteral stent removal procedure, resistance was experienced when removing the stent. While using forceps, the stent became stuck in the urinary duct due to a stone and detached inside the patient. Stones remained attached to the stent and were "crushed" using lithoclast. Reportedly, the stent had been indwelling for approximately four months. The detached portion was removed from the patient on (B)(6) 2012 using a ureteroscope. Stones were present in the renal pelvis during the removal procedure and were "crushed" using a laser. Not all stones were able to be removed. Subsequently, another polaris ultra stent was placed.

Manufacturer narrative:
Analysis of the returned polaris ultra ureteral stent revealed that the stent had calcification attached to the renal end of the stent. Only 17 centimeters of the renal portion of the stent was returned. Due to anatomical factors, stones attached to the stent and during removal, the device became stuck in urinary duct limiting the performance of the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during a polaris ultra ureteral stent removal procedure, resistance was experienced when removing the stent. While using forceps, the stent became stuck in the urinary duct due to a stone and detached inside the patient. Stones remained attached to the stent and were "crushed" using lithoclast. Reportedly, the stent had been indwelling for approximately four months. The detached portion was removed from the patient on (B)(6), 2012 using a ureteroscope. Stones were present in the renal pelvis during the removal procedure and were 'crushed' using a laser. Not all stones were able to be removed. Subsequently, another polaris ultra stent was placed.

Event description:
It was reported to boston scientific corporation that during a polaris ultra ureteral stent removal procedure, resistance was experienced when removing the stent. While using forceps, the stent became stuck in the urinary duct due to a stone and detached inside the patient. Stones remained attached to the stent and were "crushed" using lithoclast. Reportedly, the stent had been indwelling for approximately four months. The detached portion was removed from the patient on (B)(6) 2012 using a ureteroscope. Stones were present in the renal pelvis during the removal procedure and were "crushed" using a laser. Not all stones were able to be removed. Subsequently, another polaris ultra stent was placed.